Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customers reported issue. As a precaution, the stm replaced the display, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the monitor for the cs300 intra-aortic balloon pump (iabp) had blurred lines. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the monitor for the cs300 intra-aortic balloon pump (iabp) had blurred lines. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that the monitor for the cs300 intra-aortic balloon pump (iabp) had blurred lines. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.